Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that the fast-fix 360 curved device had both t1 and t2 deployed at the same time. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.